Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, and an insulation problem was suspected. The lead was polarity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.